Event description:
It was reported the patient experienced a painful pocket. The pocket was revised. The patient reprogrammed and was "doing better". The patient had reported that after the system was implanted in 2006, he has had 5 surgeries, although no specific details have been reported.